Event description:
According to the facility on 10/30, "the nursing staff noted no urine output from the foley catheter."

Manufacturer narrative:
According to the facility on 10/30, "the nursing staff noted no urine output from the foley catheter. The staff checked foley tubing and there was no kinks. It was flushed but with resistance. They deflated the balloon but no water was coming out from the syringe. A bladder scan had a result of 994ml. The bladder was distended on palpation. The charge nurse & house supervisor were involved and also tried to flush and deflate balloon and were unable to push in or pull out the catheter. A stat urology consult was ordered and the patient was taken to surgery immediately that same night. It had to be surgically removed because it was kinked at the tip. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.